Manufacturer narrative:
Product analysis the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Hybrid analysis confirmed the device battery to be depleted. When the device was powered with an external supply, the system current drain was nominal throughout the analysis. The device was fully functional, and no hybrid anomalies were found. Battery analysis revealed that lithium plating breaches were found along the top edge of the anode separator in segment 2, adjacent to the exposed cathode tab. Plated-lithium extended from the breached opening and touched the cathode tab. Based on this analysis, the premature battery depletion resulted from an internal lithium-plating short. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was returned to the manufacturer after being removed and replaced during a generator change. The device subsequently tested out of specification during the manufacturer¿s analysis.  No patient complications have been reported as a result of this event.